Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported separation however the treatments appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex. No resistance was felt during advancement of the 2.5 x 12 mm xience alpine stent delivery system (sds) to the lesion. The stent implant was successfully deployed and the sds was removed from the anatomy. The decision was made to readvance the sds balloon to perform additional post-dilatation of the stent; however, during advancement of the sds, with no resistance felt, the mid shaft of the sds separated in two pieces. A balloon catheter was advanced and used to trap and capture the separated shaft which was able to be removed from the anatomy without further issue. At this point the procedure was ended. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.